Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, prime a33 test and excessive no delivery test. No excessive no delivery alarm. No cosmetic damage noted.

Event description:
A family member reported that the customer's insulin pump alarmed no delivery multiple times. Troubleshooting was not completed during the phone call with the helpline. The family member requested that the insulin pump be replaced. The insulin pump will be replaced. The customer's blood glucose values were unknown. No further information was provided.